Event description:
During an atrial fibrillation procedure, blood leaked from the hemostasis valve of the sheath. The sheath was inserted into the heart, and it was noted that blood leaked from the hemostasis valve before inserting the catheter. The sheath was replaced and the procedure was completed with no adverse consequences to the patient. No additional venipuncture was performed due to sheath replacement. Air movement into the body was not identified. The only product inserted directly into the hemostasis valve was the included dilator.

Manufacturer narrative:
One 8.5f agilis steerable introducer sheath received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported fluid leak remains unknown.